Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The customer reported that, as the wire of the device was removed from the vascular sheath, the operator felt resistance and the wire began to uncoil. The sheath and wire were then removed together, and no further complications were reported.

Manufacturer narrative:
Investigation - evaluation: a review of documentation, manufacturing instructions, specification and quality control data was conducted during the investigation. A review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. One opened and used wire guide returned with biomatter present. Additionally, one opened and used 6 fr size sheath was returned with biomattter present. Sheath is intact and undamaged. The coil of wire guide is unraveling from the tapered mandril wire. The coil begins to unravel approximately 40 mm from the proximal solder joint. Solder joint looks intact and coils are sufficiently soldered at that location. No portion of the mandril wire or coil has completely broken off. However, the coil is no longer wrapped around the wire beyond the point of unraveling and approximately 210 mm of the coil is unraveled. The distal weld of the wire guide is not damaged itself and is still securely attached to the coil, but is completely detached from the mandril wire. Based on the provided information, inspection of returned product and the investigation, a definitive root cause cannot be established or reported at this time. We will notify the appropriate personnel and continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.